Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of the provided problem description and service report. Our field service engineer (fse) was on-site to investigated the issue further and found out liquid traces on a printed circuit board, which required cleaning. The ventilator started to work properly after cleaning. There is no information about how the liquid spill entered the ventilator. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction.

Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).